Event description:
It was reported a filter did not appear to open completely following deployment via a femoral approach. Manipulation of the filter with a catheter was unsuccessful. Another filter was successfully placed without patient complications. Follow up revealed there was noticeable external compression on the cava from a tumor and as a result the cava had tear drop malformation. Co believes patient anatomy may have been a contributing factor to this event. Co's directions for use state: "do not attempt to move or manipulate an engaged filter...in most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."